Event description:
The ge oec 9600 fluoroscopy sys would not boot up prior to a procedure. The sys was removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the issue. Another svc note 2 days later shows the system failure was due to a defective hard drive that was removed and replaced, and software upgraded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.